Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance measurement of greater than 2,000 ohms. It was reported that the measurements were creeping up over the last year. There was no noise and stored events reported. The physician had the field representative increase outputs to maximum and patient will be checked. Additional information received that the patient suffered from twiddler's syndrome. Subsequently, this lead had pulled back and unable to be retracted as confirmed through fluoroscopy. The lead was surgically abandoned and is no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected some 17 cm distal of the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. No deviations were noted in the available lead fragment which might have led to the clinical observation. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.